Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was added: 3331 and 4109. H6: results code was added: 180. H6: conclusions code was added: 4307. The reported device and its packaging was received for evaluation. The reported condition of healing cap stuck was confirmed. Visual evaluation of the as returned product identified signs of wear and scratches about the implant tines. The mount is minimally worn. The implant vial is noted to be partly melted and warped along its length. The healing cap could not be removed from the vial due to the vial warping. The reported event could be recreated, as the healing cap is confirmed to be stuck in the vial. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown. Additional 510(k) number is k962106.

Event description:
Dr. Indicated malfunction. The healing cap stuck in implant 1993. Another implant held at the dental office was placed. Tooth location # 31.